Event description:
Event verbatim [preferred term] it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw [patient-device incompatibility], post-op complications [post procedural complication], she was infected and has osteomyelitis/ reinfected and has the abscess again and the crap coming out of her jaw [osteomyelitis], abscess/(jaw)reinfected and has the abscess again [abscess jaw], , narrative: this is a spontaneous report received from a nurse from medical information team. A female patient received absorbable gelatin (gelfoam), since 2024. The patient's relevant medical history included: "surgery", start date: (B)(6) 2024 (unspecified if ongoing), notes: she had surgery (B)(6) and they took her bone and it came back positive; "surgery", start date: 2024 (unspecified if ongoing), notes: second surgery last week. The patient's concomitant medications were not reported. Past drug history included: gelfoam, start date: (B)(6) 2024, reaction(s): "postoperative complication"; gelfoam, start date: (B)(6) 2024, reaction(s): "jaw opened up, got infected and had pus coming out/osteomyelitis/jaw infection/they took her bone and it came back positive and she has a lot of bacteria"; gelfoam, start date: (B)(6) 2024, reaction(s): "she has a lot of bacteria and one type that is very hard to treat, actinomyces"; gelfoam, start date: (B)(6) 2024, reaction(s): "jaw opened up, got infected and had pus coming /abscess". The following information was reported: post procedural complication (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "post-op complications"; abscess jaw (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "abscess/(jaw)reinfected and has the abscess again"; patient-device incompatibility (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw"; osteomyelitis (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "she was infected and has osteomyelitis/ reinfected and has the abscess again and the crap coming out of her jaw". The patient underwent the following laboratory tests and procedures: culture: (2024) positive; test: (2024) everything came back positive. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of post procedural complication, osteomyelitis, abscess jaw. Clinical course: this case refers to the events occurred after the second surgery. Caller is a nurse and also a patient and dental hygienist. She notes, per label, that gelfoam can cause infection if placed in areas of infection in the body. Caller stated she had gelfoam placed in her jaw by a surgeon twice and has had post-op complications. Her jaw opened up, got infected and had pus coming out and then he did it again on second surgery last week (2024) and it looks like the gelfoam is trying to come out of her jaw. She stated she was infected and has osteomyelitis, her cultures were positive, and the surgeon was putting foreign material in her body. She had surgery (B)(6) 2024 (first surgery) and they took her bone and it came back positive and she has a lot of bacteria and one type that is very hard to treat, actinomyces. Reporter stated she is reinfected again. The first time the surgeon placed the gelfoam, he didn't know, but she was coming in on the premise that she had a jaw infection and everything came back positive. She didn't know why the surgeon placed the gelfoam again as she's reinfected and has the abscess again and the crap coming out of her jaw. She's on IV antibiotics and this is happening. Her dentist looked at her last night and could see the exudate trying to "come out of her head" and she cannot get better. Caller was seeking peer reviewed, evidenced based articles supporting the labeled warnings that gelfoam can cause infection if placed in an area of infection in the body. Caller stated she does not know if pfizer made the gelfoam that she received. She stated she got a "resorbable gelfoam" but does not know what brand the surgeon put in her jaw. Planned to also share that brand gelfoam has been in a long-term backorder situation so she likely would not have recently received a pfizer product but was unable to do so due to caller disconnecting. Causality for "it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw", "post-op complications", "she was infected and has osteomyelitis/ reinfected and has the abscess again and the crap coming out of her jaw" and "abscess/(jaw)reinfected and has the abscess again" was determined associated to absorbable gelatin (malfunction)., comment: based on information available and according to the currently known safety profile of the product, a contributory role of gelfoam to the reported post-procedural complication described as "reinfected and has the abscess again" cannot be excluded. In the setting of this event, the additionally reported event "it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw" can also be considered associated to gelfoam administration. Notably the previously described post-surgical infectious complications are assessed as important contributory factor to these events. The impact of this report on the benefit risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees, and investigators, as appropriate

Event description:
Event verbatim [preferred term] it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw [patient-device incompatibility], post-op complications [post procedural complication], she was infected and has osteomyelitis/ reinfected and has the abscess again and the crap coming out of her jaw [osteomyelitis], abscess/(jaw)reinfected and has the abscess again [abscess jaw], , narrative: this is a spontaneous report received from a nurse from medical information team. A female patient received absorbable gelatin (gelfoam), since 2024. The patient's relevant medical history included: "surgery", start date: (B)(6) 2024 (unspecified if ongoing), notes: she had surgery (B)(6) and they took her bone and it came back positive; "surgery", start date: 2024 (unspecified if ongoing), notes: second surgery last week. The patient's concomitant medications were not reported. Past drug history included: gelfoam, start date: (B)(6) 2024, reaction(s): "postoperative complication"; gelfoam, start date: (B)(6) 2024, reaction(s): "jaw opened up, got infected and had pus coming out/osteomyelitis/jaw infection/they took her bone and it came back positive and she has a lot of bacteria"; gelfoam, start date: (B)(6) 2024, reaction(s): "she has a lot of bacteria and one type that is very hard to treat, actinomyces"; gelfoam, start date: (B)(6) 2024, reaction(s): "jaw opened up, got infected and had pus coming /abscess". The following information was reported: post procedural complication (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "post-op complications"; abscess jaw (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "abscess/(jaw)reinfected and has the abscess again"; patient-device incompatibility (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw"; osteomyelitis (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "she was infected and has osteomyelitis/ reinfected and has the abscess again and the crap coming out of her jaw". The patient underwent the following laboratory tests and procedures: culture: (2024) positive; test: (2024) everything came back positive. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of post procedural complication, osteomyelitis, abscess jaw. Clinical course: this case refers to the events occurred after the second surgery. Caller is a nurse and also a patient and dental hygienist. She notes, per label, that gelfoam can cause infection if placed in areas of infection in the body. Caller stated she had gelfoam placed in her jaw by a surgeon twice and has had post-op complications. Her jaw opened up, got infected and had pus coming out and then he did it again on second surgery last week (2024) and it looks like the gelfoam is trying to come out of her jaw. She stated she was infected and has osteomyelitis, her cultures were positive, and the surgeon was putting foreign material in her body. She had surgery (B)(6) 2024 (first surgery) and they took her bone and it came back positive and she has a lot of bacteria and one type that is very hard to treat, actinomyces. Reporter stated she is reinfected again. The first time the surgeon placed the gelfoam, he didn't know, but she was coming in on the premise that she had a jaw infection and everything came back positive. She didn't know why the surgeon placed the gelfoam again as she's reinfected and has the abscess again and the crap coming out of her jaw. She's on IV antibiotics and this is happening. Her dentist looked at her last night and could see the exudate trying to "come out of her head" and she cannot get better. Caller was seeking peer reviewed, evidenced based articles supporting the labeled warnings that gelfoam can cause infection if placed in an area of infection in the body. Caller stated she does not know if pfizer made the gelfoam that she received. She stated she got a "resorbable gelfoam" but does not know what brand the surgeon put in her jaw. Planned to also share that brand gelfoam has been in a long term backorder situation so she likely would not have recently received a pfizer product but was unable to do so due to caller disconnecting. Causality for "it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw", "post-op complications", "she was infected and has osteomyelitis/ reinfected and has the abscess again and the crap coming out of her jaw" and "abscess/(jaw)reinfected and has the abscess again" was determined associated to absorbable gelatin (malfunction). Follow-up (14aug2024): this is a spontaneous follow up report received from the same nurse. This nurse reported in response to hcp letter sent via telephonic follow-up activity which included that: updated information: reporter email address was added., comment: based on information available and according to the currently known safety profile of the product, a contributory role of gelfoam to the reported post-procedural complication described as "reinfected and has the abscess again" cannot be excluded. In the setting of this event, the additionally reported event "it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw" can also be considered associated to gelfoam administration. Notably the previously described post-surgical infectious complications are assessed as important contributory factor to these events.

Event description:
Event verbatim [preferred term] it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw [patient-device incompatibility], post-op complications [post procedural complication], she was infected and has osteomyelitis/ reinfected and has the abscess again and the crap coming out of her jaw [osteomyelitis], abscess/(jaw)reinfected and has the abscess again [abscess jaw], , narrative: this is a spontaneous report received from a nurse from medical information team and product quality group. A female patient received absorbable gelatin (gelfoam), since 2024. The patient's relevant medical history included: "surgery", start date: (B)(6)2024 (unspecified if ongoing), notes: she had surgery (B)(6) and they took her bone and it came back positive; "surgery", start date: 2024 (unspecified if ongoing), notes: second surgery last week. The patient's concomitant medications were not reported. Past drug history included: gelfoam, start date: (B)(6)2024, reaction(s): "postoperative complication"; gelfoam, start date: (B)(6)2024, reaction(s): "jaw opened up, got infected and had pus coming out/osteomyelitis/jaw infection/they took her bone and it came back positive and she has a lot of bacteria"; gelfoam, start date: (B)(6)2024, reaction(s): "she has a lot of bacteria and one type that is very hard to treat, actinomyces"; gelfoam, start date: (B)(6)2024, reaction(s): "jaw opened up, got infected and had pus coming /abscess". The following information was reported: post procedural complication (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "post-op complications"; abscess jaw (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "abscess/(jaw)reinfected and has the abscess again"; patient-device incompatibility (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw"; osteomyelitis (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "she was infected and has osteomyelitis/ reinfected and has the abscess again and the crap coming out of her jaw". The patient underwent the following laboratory tests and procedures: culture: (2024) positive; test: (2024) everything came back positive. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of post procedural complication, osteomyelitis, abscess jaw. Causality for "it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw", "post-op complications", "she was infected and has osteomyelitis/ reinfected and has the abscess again and the crap coming out of her jaw" and "abscess/(jaw)reinfected and has the abscess again" was determined associated to absorbable gelatin (malfunction). Clinical course: this case refers to the events occurred after the second surgery. Caller is a nurse and also a patient and dental hygienist. She notes, per label, that gelfoam can cause infection if placed in areas of infection in the body. Caller stated she had gelfoam placed in her jaw by a surgeon twice and has had post-op complications. Her jaw opened up, got infected and had pus coming out and then he did it again on second surgery last week (2024) and it looks like the gelfoam is trying to come out of her jaw. She stated she was infected and has osteomyelitis, her cultures were positive, and the surgeon was putting foreign material in her body. She had surgery (B)(6)2024 (first surgery) and they took her bone and it came back positive and she has a lot of bacteria and one type that is very hard to treat, actinomyces. Reporter stated she is reinfected again. The first time the surgeon placed the gelfoam, he didn't know, but she was coming in on the premise that she had a jaw infection and everything came back positive. She didn't know why the surgeon placed the gelfoam again as she's reinfected and has the abscess again and the crap coming out of her jaw. She's on IV antibiotics and this is happening. Her dentist looked at her last night and could see the exudate trying to "come out of her head" and she cannot get better. Caller was seeking peer reviewed, evidenced based articles supporting the labeled warnings that gelfoam can cause infection if placed in an area of infection in the body. Caller stated she does not know if pfizer made the gelfoam that she received. She stated she got a "resorbable gelfoam" but does not know what brand the surgeon put in her jaw. Planned to also share that brand gelfoam has been in a long-term backorder situation so she likely would not have recently received a pfizer product but was unable to do so due to caller disconnecting. Product quality group provided investigational results on (B)(6)2024 for absorbable gelatin: samples available: no. Investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer (withheld)within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Manufacturing site investigation received on (B)(6)2025: an adverse event complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam absorbable material received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Follow-up (14aug2024): this is a spontaneous follow up report received from the same nurse. This nurse reported in response to hcp letter sent via telephonic follow-up activity which included that: updated information: reporter email address was added. Follow-up (23sep2024): this is a follow-up report from product quality group providing investigation results. Follow-up (09oct2024): follow-up attempts are completed. Follow-up (25feb2025): this is a follow-up report from product quality group providing investigation results., comment: based on information available and according to the currently known safety profile of the product, a contributory role of gelfoam to the reported post-procedural complication described as "reinfected and has the abscess again" cannot be excluded. In the setting of this event, the additionally reported event "it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw" can also be considered associated to gelfoam administration. Notably the previously described post-surgical infectious complications are assessed as important contributory factor to these events. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer (withheld)within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Manufacturing site investigation received on 25feb2025:an adverse event complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam absorbable material received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received.

Event description:
Event verbatim [preferred term] it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw [patient-device incompatibility], post-op complications [post procedural complication], she was infected and has osteomyelitis/ reinfected and has the abscess again and the crap coming out of her jaw [osteomyelitis], abscess/(jaw)reinfected and has the abscess again [abscess jaw], , narrative: this is a spontaneous report received from a nurse from medical information team and product quality group. A female patient received absorbable gelatin (gelfoam), since 2024. The patient's relevant medical history included: "surgery", start date: (B)(6) 2024 (unspecified if ongoing), notes: she had surgery (B)(6) and they took her bone and it came back positive; "surgery", start date: 2024 (unspecified if ongoing), notes: second surgery last week. The patient's concomitant medications were not reported. Past drug history included: gelfoam, start date: (B)(6)2024, reaction(s): "postoperative complication"; gelfoam, start date: (B)(6)2024, reaction(s): "jaw opened up, got infected and had pus coming out/osteomyelitis/jaw infection/they took her bone and it came back positive and she has a lot of bacteria"; gelfoam, start date: (B)(6)2024, reaction(s): "she has a lot of bacteria and one type that is very hard to treat, actinomyces"; gelfoam, start date: (B)(6)2024, reaction(s): "jaw opened up, got infected and had pus coming /abscess". The following information was reported: post procedural complication (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "post-op complications"; abscess jaw (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "abscess/(jaw)reinfected and has the abscess again"; patient-device incompatibility (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw"; osteomyelitis (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "she was infected and has osteomyelitis/ reinfected and has the abscess again and the crap coming out of her jaw". The patient underwent the following laboratory tests and procedures: culture: (2024) positive; test: (2024) everything came back positive. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of post procedural complication, osteomyelitis, abscess jaw. Clinical course: this case refers to the events occurred after the second surgery. Caller is a nurse and also a patient and dental hygienist. She notes, per label, that gelfoam can cause infection if placed in areas of infection in the body. Caller stated she had gelfoam placed in her jaw by a surgeon twice and has had post-op complications. Her jaw opened up, got infected and had pus coming out and then he did it again on second surgery last week (2024) and it looks like the gelfoam is trying to come out of her jaw. She stated she was infected and has osteomyelitis, her cultures were positive, and the surgeon was putting foreign material in her body. She had surgery (B)(6) 2024 (first surgery) and they took her bone and it came back positive and she has a lot of bacteria and one type that is very hard to treat, actinomyces. Reporter stated she is reinfected again. The first time the surgeon placed the gelfoam, he didn't know, but she was coming in on the premise that she had a jaw infection and everything came back positive. She didn't know why the surgeon placed the gelfoam again as she's reinfected and has the abscess again and the crap coming out of her jaw. She's on IV antibiotics and this is happening. Her dentist looked at her last night and could see the exudate trying to "come out of her head" and she cannot get better. Caller was seeking peer reviewed, evidenced based articles supporting the labeled warnings that gelfoam can cause infection if placed in an area of infection in the body. Caller stated she does not know if pfizer made the gelfoam that she received. She stated she got a "resorbable gelfoam" but does not know what brand the surgeon put in her jaw. Planned to also share that brand gelfoam has been in a long term backorder situation so she likely would not have recently received a pfizer product but was unable to do so due to caller disconnecting. Causality for "it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw", "post-op complications", "she was infected and has osteomyelitis/ reinfected and has the abscess again and the crap coming out of her jaw" and "abscess/(jaw)reinfected and has the abscess again" was determined associated to absorbable gelatin (malfunction). Product quality group provided investigational results on [(B)(6) 2024] for absorbable gelatin: samples available: no. Investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer (withheld)within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up (14aug2024): this is a spontaneous follow up report received from the same nurse. This nurse reported in response to hcp letter sent via telephonic follow-up activity which included that: updated information: reporter email address was added. Follow-up (23sep2024): this is a follow-up report from product quality group providing investigation results., comment: based on information available and according to the currently known safety profile of the product, a contributory role of gelfoam to the reported post-procedural complication described as "reinfected and has the abscess again" cannot be excluded. In the setting of this event, the additionally reported event "it looks like the gelfoam is trying to come out of her jaw/crap coming out of her jaw" can also be considered associated to gelfoam administration. Notably the previously described post-surgical infectious complications are assessed as important contributory factor to these events.

Manufacturer narrative:
Product quality group provided investigational results on [23sep2024] for absorbable gelatin: samples available: no. Investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer (withheld)within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.